Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an antergrade femoral nail procedure on (B)(6) 2018 the alignment tab that is inside of the insertion handle, which directs the nail, broke. All fragments were removed. There is no report of surgical delay or patient harm. The procedure was completed successfully. This is report 1 of 1 for (B)(4).